Event description:
It was reported that the pump touchscreen unresponsive, and the issue could not be resolved with a pump reset. The customer reverted to manual insulin injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.